Manufacturer narrative:
The product has been investigated in the laboratory of the manufacturer with the following results: during visual testing the product a crack was detected at the cover of the reservoir. The event report of complaint # (B)(4) was not describing this issue. Further customer send new information on 2015-04-15 only that the clotting has been found in the reservoir. Investigation results out of complaint (B)(4) (8010762-2015-00309). The product has been investigated in the laboratory of the manufacturer with the following results: during visual testing the product a crack was detected at the cover of the reservoir. The event report of complaint # (B)(4) was not describing this issue. The cracked vent plug is not a reportable event. The data is also being handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination of applicable investigation. Due to this no further action will be completed at this time.

Event description:
(B)(4). The initial report was submitted on paper as 8010762-2015-00398 on april 27,2015. This report is for the submission of follow-up 1 report.

Event description:
Investigation results out of complaint (B)(4) (8010762-2015-00309). The product has been investigated in the laboratory of the manufacturer with the following results: during visual testing the product a crack was detected at the cover of the reservoir. The event report of complaint # (B)(4) was not describing this issue. Further customer send new info on (B)(4) 2015 only that the clotting has been found in the reservoir. (B)(4).

Manufacturer narrative:
The product has been investigated in the laboratory of the MFR with the following results: during visual testing the product a crack was detected at the cover of the reservoir. The event report of complaint # (B)(4) was not describing this issue. Further customer send new info on (B)(4) 2015 only that the clotting has been found in the reservoir. The data is also being handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination of applicable investigation. Due to this no further action will be completed at this time. Add'l info: the product mentioned under section d is not distributed to the us, but the product with contributing design function to the affected component (reservoir vhk) is registered under 510(k): k102919.